Manufacturer narrative:
Concomitant product: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis was not available at the time of this report. A supplemental report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The health care professional reported that the patient was scheduled for a replacement of the system on (B)(6) 2015. The patient was seen in the clinician for an assessment of the system and it was noted that 2 electrodes showed impedances that were out of the normal range. The electrodes were not being used. The stimulation pattern and pain relief was good. The indications for use includes spinal pain and complex regional pain syndrome type ii. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on september 28th 2015 by the manufacturer representative indicating that the battery had normal battery depletion and was very near end of service (eos). The patient had good therapy despite impedance issue; the lead would not be replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.